Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. The right ventricular (rv) lead was explanted and replaced with new lead. Patient condition was unknown.

Event description:
New information noted that right ventricular (rv) lead was explanted due to poor placement from the previous physician and no malfunction alleged on the lead. There were no patient consequences.